Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead experienced placement difficulty and the helix would not extend. The lead was removed, and a second lead was attempted. The same issue occurred with the second lead, which was also removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.